Manufacturer narrative:
(B)(4). UDI# (B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: oxford fixed lateral brg e5 catalog #: 154230 lot #: 030220. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00918. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee replacement procedure. Subsequently, a revision procedure due to medial progressive arthritis was performed.